Manufacturer narrative:
(B)(4). On (B)(6) 2013 follow up info was received: the pt had a follow up visit on (B)(6) 2013 all problems were completely resolved. On (B)(6) 2013 biopsy info was received: on (B)(6) 2013 a (B)(6) rep in the (B)(6) spoke to the practitioner and she stated that the pt verbally confirmed that the biopsy report came back clear and it was a bacterial infection in the throat. On (B)(6) 2013, the practitioner has contacted the (B)(6) rep and explained that the pt has not given her consent to send the biopsy report hence this will not be forwarded. The device history records for radiesse lot were not received as the lot number was unknown.

Event description:
This report was received from a (B)(6) nurse concerns a female pt (details not provided). She was injected with a total of 0.3 ml of radiesse dermal filler (mixed with lidocaine) into upper lip border on (B)(6) 2013. A cannula of unk caliber was used. On (B)(6) 2013, one day after injection with radiesse dermal filler (mixed with lidocaine), the pt experienced an allergy type reaction with rash on the thighs and flanks. The rash was deep red and tender but not itchy. The rash progressed to the joints of knees, elbows and ankles. Reportedly, the pt felt generally unwell. She did not complain of a increased body temperature. The pt went to see her general physician. The general physician sent her to hospital, where the pt was suspected to have meningitis. Treatment with IV antibiotics was started and was stopped after the confirmation that the pt did not have meningitis. The pt had a skin biopsy but is still awaiting the results. Corrective treatment for the allergy reaction with rash and redness comprised hydrocortisone cream 1%. It seemed that the rash got cleared through that.